Manufacturer narrative:
(B)(4). Device evaluation: result - a sample was not returned for evaluation. Retention samples from the reported lot were evaluated. 10 units were tested by activation cycle and 26 units were tested by manual triggering. All samples in the activation cycle test passed testing and reached lock-out position after activation. The manual triggering test was performed using syringe and plunger rod. All devices could be activated by plunger rod without pressing it very intensive and reached lock-out position after activation. The device history record for the reported lot was reviewed. All acceptable quality levels were met and the lot was manufactured and released according to applicable procedures and specifications. Conclusion - without the actual used sample, an absolute root cause for this incident cannot be determined. Based on the lot history review, no cause which could result in a failure to activate could be determined. The analysis of retention samples did not show any issues of the safety devices which could explain the observed failure.

Event description:
It was reported that the device failed to retract following use.